Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that something like a debris was observed on the optic of an intraocular lens (iol) upon opening the lens case. The surgeon decided not to use the lens. No patient contact and no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 09/21/2016. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed a small white debris on the lens optic zone. The debris was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the debris was consistent with a cellulosic material (i.e. Cotton, rayon, lint); it also indicated the presence of inorganic salts (e.g. Buffer solution). The customer's reported complaint of debris on the device was verified; however the material is part of the surgical process and not associated with the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.